Event description:
During follow-up, interrogation of the device was not possible. The patient experienced symptoms of dyspnea and had a heart rate of 40 beats per minute. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was not pacing.